Manufacturer narrative:
This report is filed on february 21, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [68349-device analysis report.pdf]

Manufacturer narrative:
This report is submitted on 22 december 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with the device. Subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.